Event description:
The customer reported unexplained high blood glucose readings of 600 mg/dl. The current blood glucose reading is 400 mg/dl. The customer did not report any symptoms just that they had allergies and they were tired. The high blood glucose readings were treated with the insulin pump. The customer was not admitted to the hospital for high blood glucose readings. The customer stated that they had a bent cannula, and they changed the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.